Event description:
Customer reported discordant troponin and creatine kinase mb results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Based on the collected message log information, message log time started at (B)(6) 2014 0552, so the time of the incident was not available for review. Siemens service engineer checked the instrument and did not find any mechanical issues during the inspection of the instrument while collecting the message log. The cause for the discordant troponin and creatine kinase mb results is unknown.